Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. The set performed as expected. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative contacted baxter (B)(4) to report that when the set is connected in infusion pump, the pump displays the message air in line. No patient involvement; therefore, no patient injury or medical intervention occurred.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.